Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The entire braided shaft was exposed on the pusher assembly from approximately 174.0 ¿ 184.5 cm from the proximal end. The embolization coil had offset coil winds and was detached from the pusher assembly. Conclusions: evaluation of the returned smart coil revealed the braided shaft was exposed. If the braided shaft is exposed and an attempt is made to detach the coil, the pusher assembly may shorten, and the pull wire will not retract out of the ddt. If this occurs, the embolization coil will likely not detach. The root cause of the damage to the braided shaft could not be determined. Further evaluation revealed pusher assembly bends and offset coil winds. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2019-01900 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01900.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal hemorrhage using penumbra smart coils (smart coils) and a penumbra smart coil handle (handle). During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the smart coil was removed, and the physician detached it outside of the patient. It was reported that the alignment zone was divided in half. The procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.